Manufacturer narrative:
Insulin pump passed the self-test and unexpected restart error test. No alarms noted. Insulin pump received with display history failed on startup alarm in the history file. Insulin pump alarmed due to corrupted history file. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer stated that she turned off the insulin pump for 4 months due to money difficulties and when she turned it on the insulin pump alarmed unexpected restart. Customer's blood glucose was 119 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed unexpected restart, displayable history crc check failed on start up and external ram crc error. The customer was assisted to perform self test and test passed. Customer will monitor the insulin pump. Customer called back and was unable to upload the information to carelink. It was found the insulin pump alarmed displayable history crc check failed on start up. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.